Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to customer's blood glucose. Upon follow up, technical support confirmed pump battery was depleting as expected. Customer resumed pump therapy.